Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv is insufficient drain; false empty detect and use error- minimum drain volume percent setting too low (75%). The device was subsequently forwarded to service.

Event description:
During evaluation of a returned homechoice machine, an increased-intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration (uf) reading was 1333ml, indicating the home patient (hp) drained 1333ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3333ml, which meets iipv criteria. Product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010 and provided the result of evaluation and the probable cause identified of insufficient drain; false empty detect and use error- minimum drain volume percent setting too low (75%). The nurse reported the patient was going to be seen in clinic today and she will discuss. No patient injury or medical intervention was reported.